Event description:
On (B)(6) 2014, the patient underwent pipeline embolization treatment. The patient had tortuous anatomy. During the procedure, it was reported that it took many hours to cross the neck of the aneurysm due to the tortuous anatomy and once they were able to deploy the the pipeline (4mm x 20mm), it was noted to be twisted and was removed from the patient by trapping the pipeline braid between the capture coil and the catheter. The patient was stable and showed no changes in vital signs post procedure.no patient injury was reported as a result of the procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event.the device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined.(B)(4)